Event description:
The pt had a ventral rectopexy and sacral colpopexy performed. The surgeon had to go back into the pt to investigate a surgical site infection 3-4 weeks post procedure. At that time, the graft was removed and the site drained. The culture came back positive for e. Coli, (B)(6). On (B)(6) 2011, an MRI confirmed no spinal issues. On (B)(6) 2011, the pt presented back with acute back pain and a spinal abscess was confirmed. Unk at this time.

Manufacturer narrative:
Device was not returned to the MFR. The surgical site infection was likely from the site of the surgery based on the types of bacterial found. The surgeon stated that she did not believe that this case was related to the device. This procedure was a robotic assisted laparoscopy and the surgeon stated that this may have contributed to the incident. Other explanations of why a spinal abscess developed could be linked to the translocation of the rectum or possibly the level of dissection down to the sacrum. While the device performed as intended, the user of the device did lead to intervention to preclude serious injury or death.